Manufacturer narrative:
(B)(4). Batch # t5ap72. Additional information requested but not received: there was mention that this same issue has occurred before. Have the other issues been reported? If the other complaints have been reported please provide for each the following: pc number , affiliate / other account numbers, event description, account contacts, surgical procedure, event date., product code(s), lot / batch numbers, procedure type. Adverse patient outcome / patient consequences. Medical intervention required, post-operative care required, current patient status. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy, the stapler did not fire, there was no power. Case completed with another device of the same product code. There were no patient consequences reported.